Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was doing well post op and they were about ready to discharge to rehabilitation when the pt started having gi bleed. Multiple tests were performed and it appeared that the pt was bleeding from his distal ileus. The pt's inr target was decreased and there was discussion about taking pt to the operating room to do a resection of the ileus to stop the bleeding.

Manufacturer narrative:
The manufacturer is attempting to acquire additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.